Event description:
The manufacturer representative reported that the power on reset (por) was cleared; the reason for the por was not determined. Stimulation was working again and the patient was pleased with coverage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a warning power on reset (por) on the recharger. The patient had not had any recent medical procedures nor had been around any electromagnetic interference. There were no falls/trauma reported that could be related to the issue. The patient was redirected to a healthcare professional. Additional information was received from a manufacturer representative (rep). It was reported that the patient fully charged the ins the week prior to (B)(6) 2016. The patient noticed that the tingling stopped on (B)(6) 2016. She went to recharge and the por message appeared. Therapy had stopped. It was noted that no number or error code could be seen below the por. The patient denied any exposure to other technology or energy tags that she was aware of. The patient was to see another rep on (B)(6) 2016. No interventions/actions had been taken yet as of (B)(6) 2016. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.